Manufacturer narrative:
It was reported on (B)(6) 2015 that the patient passed away (the reason and the date are not known).

Event description:
Reportedly, oversensing was observed in the right ventricular channel. Preliminary analysis revealed on the device history record that the device was delivered without any irregularity.

Event description:
Reportedly, oversensing was observed in the right ventricular channel. Preliminary analysis revealed on the device history record that the device was delivered without any irregularity.

Manufacturer narrative:
It was reported on (B)(6) 2015 that the pacing and sensing parts of the subject lead were substituted by another lead. Since this re-intervention no other oversensing episode were reported. It was reported on (B)(6) 2015 that the patient passed away on (B)(6) 2011 due to a prolonged hospitalization for decompensate heart failure.

Event description:
Reportedly, oversensing was observed in the right ventricular channel. Preliminary analysis revealed on the device history record that the device was delivered without any irregularity. It was reported that the subject pacing and sensing part of the lead were substituted on (B)(6) 2009 and since then, no other episode of oversensing was reported. The patient passed away on (B)(6) 2011 due to a prolonged hospitalization for decompensated heart failure (non device related event).